Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose level was unknown at the time of incident. Customer stated that the buttons of the insulin pump are less responsive and harder to press. Customer stated that the insulin pump rejected new batteries and the buttons are worn out. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioned properly. No button error alarm noted during testing. No moisture or corroded keypad found. No flattened keypad noted. The keypad connector was inspected and locked on the lcd board. The pump passed the displacement, off no power, self tests and all operating currents tested within the specification range. No unexpected low battery alarms were noted.